Event description:
Lorenz screws were being placed in patient to secure bone flap to skull. One screw head broke off. Screw is still embedded in skull.======================manufacturer response for lorenz 1.5 x 4mm screw self drilling, lorenz 1.5 x 4mm screw self drilling (per site reporter).======================awaiting response.